Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. The device was received with an unfired cartridge loaded on the device. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the manual override system; the instrument was tested for functionality in the straight position with the returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device was passed through the trocar into the patient and the jaws of the device would not open. They device had been fired seven times. The device was removed from the patient and set aside. A second device was opened and the case was completed with no patient consequences.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.